Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported via an email that they think their device is leaking. The patient had terrible diarrhea, swelling, increased pain and just sick all over. The patient wanted someone to turn it off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.